Event description:
It was reported that approximately two months after the implantation of a crystalens (at-50ao) iol, the pt presented with a horseshoe retinal tear in the right eye. A retinopxy was performed to address the retinal tear. Subsequently, the pt then presented with vitreous hemorrhage. The physician noted that the hemorrhage was clearing up and the retina was healing well at subsequent visit (s). Approx one month later an anterior vault of the nasal iol haptic was noted. A yag has been scheduled to address this issue.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.